Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the 24v power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the vertical column on the 9800 system is not moving properly. There was no report of pt injury.